Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device presented a blue image. There were no reports of patient harm.

Event description:
It was reported that the subject device presented a blue image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. Corrected field: d10 - concomitant was inadvertently not added in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed and found that the image had linear scratches due to damage on the camera unit. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit was cracked, the watertightness was lost, and the coupler mount was loose. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device.